Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that patient faced occlusion event on (B)(6) 2024. The patient was hospitalized due to high blood glucose levels. Blood glucose level reported during the event was 470 mg/dl. The patient was hospitalized for more than 36 hours. Patient had symptoms for nausea. Patient was treated with insulin pen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.